Manufacturer narrative:
This is one of five manufacturer reports being submitted for this case. Bleeding, hematomas and cardiovascular injury including perforation or dissection of vessels, ventricle, myocardium or valvular structures that may require intervention are potential risks associated with the overall tavr procedure (including potential access complications associated with standard cardiac catheterization, balloon valvuloplasty, the potential risks of conscious sedation and/or general anesthesia, and the use of angiography).   Bleeding (including hematoma development) may occur immediately during the procedure, immediately after the surgery or there may be a delay.  In addition to suture failure, blood clotting problems can cause continued bleeding despite apparent successful vascular closure. Bleeding may also occur due to injury to cardiac structures (annular rupture, aortic rupture) or vessel injury related to vascular access. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. The patient screening manual instructs the operator on proper anatomical assessment, including the use of echo, aortogram and CT. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event.  The article did not specify the cause for the reported bleeding events. It is possible that the use of anti-coagulants and anti-platelet therapy put the patients at increased bleeding risk during the procedure and post operatively. No additional patient or procedural factors were provided that could determine a root cause. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), per article: ¿short-term outcome and hemodynamic performance of next-generation self-expanding versus balloon-expandable transcatheter aortic valves in patients with small aortic annulus¿, a total of 246 patients with symptomatic severe aortic stenosis and small annular dimension underwent transfemoral tavr at 5 centers in (B)(6). An acurate neo device size s was implanted in 129 patients, whereas 117 patients received a sapien 3 size 23 mm prosthesis 2 patients suffered a stroke 19 patients had vascular complications (minor and major) 11 patients had a bleeding (minor, major and life-threatening) 14 patients had a permanent pacemaker implanted 1 patient suffered a cardiac tamponade.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2018-02836, 2015691-2018-02837, 2015691-2018-02839, 2015691-2018-02844.